Manufacturer narrative:
When investigation is completed a f/u report will be sent to the FDA. (B)(4).

Event description:
Complaint reported about a (vs) wall stand where the bucky unit fell down. No person was injured.